Event description:
Event #2 on (B)(6) 2023, the distributor revisited cho ray and attempted to start the thermogard xp ivtm system (sn (B)(6) and had 2 unsuccessful attempts. The machine displayed a tcmid:06 (ce post failure) error message both times. No patient involvement. Please see the following related MFR report: MFR #3010617000-2023-00963 for the event #1.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6) involved in the reported complaint will not be returned to a zoll service depot for evaluation. On arrival of the console to the distributor's office, the distributor made 2 successful attempts to start the machine and the tcmid:06 (ce post failure) error message could not be reproduced. Since the issue was resolved, service was not required to be performed by zoll.

Manufacturer narrative:
The customer's reported complaint that the thermogard xp ivtm system (sn (B)(6)displayed tcmid:06 (ce post failure) error message was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. During visual inspection of the thermogard console, no physical damage was observed. Unrelated to the reported complaint, the coldwell cap was observed to be missing, and the customer is using a local-made cap instead. During the review of the event logs, tcmid:06 error message was observed; thus, confirming the reported complaint. The log shows the compressor started but failed to cool the bath by 0.5°c within 3 minutes. The thermogard xp ivtm system passed functional testing including the power-on-self-test (post) with no issues. The customer's complaint was not reproduced. The tcmid: 06 observed by the customer was possibly due to abnormal inlet power supply to the console. The thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.